Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: review of the black box showed one unexpected power on reset event on (B)(6) 2016, the battery compartment is cracked from threads down to the cases seal on the side, the returned battery cap threads are stripped and the cap was unable to fit. On investigation, reboots were duplicated. The reported ¿power¿ complaint was duplicated using the returned, damaged battery cap. A test battery cap was able to fit with no further power interruption occurring during the investigation. The pump¿s cover was removed. No intermittent condition was found to the printed circuit board.